Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been seen at their office since 2006. When the patient was first seen by the clinic, the patient had the pump implanted and the patient's last office visit and pump refill was on (B)(6) 2010 where the baclofen remained in the pump. It was unknown who took over her refills from then, but per her (B)(6) 2010 note the patient was stable on her dosage. It was further reported the patient's dose of baclofen was "60 mgs" and the concentration dose at time of event was 3,000 ug/ml. It was also reported baclofen was the only drug in pump at the time of event. According to the pump logs provided, the pump contained baclofen 3000 mcg/ml and the pump delivered 1161.6 mcg/day. It was also reported the pump's reservoir volume was 13.4 milliliters (ml) upon interrogation on (B)(6) 2009. A reservoir volume was checked and 16 ml was removed. The pump telemetry indicated that the pump was last changed on (B)(6) 2009 and examined on (B)(6) 2009. As of (B)(6) 2009, no changes had been made to the drug dose or concentration. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pump had to be replaced because it was losing battery energy and was slowly decreasing the rate of infusion causing the patient to experience baclofen withdrawal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).